Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose about a year or two ago with unknown blood glucose at the time of the incident. The customer was at 186 mg/dl at the time of the call. The customer was given juice to treat. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.